Event description:
It was reported that an oil-like substance leaked from the micro saggital saw during cleaning after a procedure. There was no patient involvement, and no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, damage was discovered to internal components from the leaking substance.